Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. Following pre-dilation, a 2.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, after the stent delivery balloon was inflated, the physician was unable to view the stent. Post-dilation was performed and it was then realized that there was no stent inside and it was found on the stylet, outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the crimped stent found that the stent was returned on a pigtail mandrel. The stent was severely damaged the whole length with stent struts bunched and distorted. A stent protector was returned for analysis and the stent protector ID (inner diameter) was measured and the result was within specification. Stent detachment most likely occurred due to handling during preparation following removal of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. Following pre-dilation, a 2.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, after the stent delivery balloon was inflated, the physician was unable to view the stent. Post-dilation was performed and it was then realized that there was no stent inside and it was found on the stylet, outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.